Manufacturer narrative:
Investigation completed on a smiths medical ventilators/pneupac ventilators parapac .the complaint of not alarming was confirmed and isolated to a corroded battery holder that was causing intermittent power. The device physical condition revealed front panel damage and bettery holder assembly corroded on arrival. This is caused by wear and tear. Summary of repairs included: replacing battery holder assemble, front panel and label. Installed service kit 510a3039, then calibrated and functional testing completed, which passed all functional testing. Additional information updated h 6 no patient involvement, event during testing.

Event description:
Investigation completed and additional information summary in h 10.

Event description:
Information was received indicating that when the smiths medical pneupac ventilators parapac was not alarming. No adverse effects were reported.